Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) due to a blood glucose (bg) level of 760 mg/dl. In addition, it was reported that the customer became unconscious. Customer was treated with intravenous saline and insulin. Customer was released from the hospital on (B)(6) 2021 with no permanent damage. Reportedly, the pump intermittently did not deliver insulin as intended. Tandem technical support performed a pump system check and verified the pump functioned as intended. The customer reverted to manual injections for insulin therapy. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.